Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("metal allergy"), menorrhagia ("hemorrhagic menstruation"), nervous system disorder ("neurological disorders"), vertigo ("vertigo"), depression ("depression"), fatigue ("chronic fatigue"), visual impairment ("visual disturbances"), ear disorder ("ent problems"), nasal disorder ("ent problems") and pharyngeal disorder ("ent problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, allergy to metals, menorrhagia, nervous system disorder, vertigo, depression, fatigue, visual impairment, ear disorder, nasal disorder and pharyngeal disorder was resolving. The reporter considered allergy to metals, depression, ear disorder, fatigue, menorrhagia, nasal disorder, nervous system disorder, pelvic pain, pharyngeal disorder, vertigo and visual impairment to be related to essure. The reporter commented: in lay press it was reported five women (see linked cases (B)(4)) experienced symptoms on essure. Patients were better. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 05-feb-2018 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 9.690 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the non-health professional is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.